Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump black box revealed one cs 064 motor error due to the pump being occluded during prime. The pump is unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. During investigation, a cs 064 alarm was received on each load step attempt. The pump case was removed and there was no evidence of moisture inside the pump. Further investigation showed an internal motor failure causing a cs 064 motor error. The motor was removed from the pump and the motor failure was duplicated on a test fixture. Unrelated to the original complaint, the pump powered on with a test battery cap to a dim and discolored display. The battery compartment was observed to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).